Manufacturer narrative:
Investigation result: no mz1000-br sample was available for investigation. The customer reported that the affected sample was from lot 23125386 and that "the valved connector does not prevent the backflow of blood from the catheter" and it increases the chances of an occlusion. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with blood visible within the housing of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 23125386 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000-br component in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd maxzero needleless connector had blood backflow. The following information was provided by the initial reporter, translated from portuguese to english: the valved connector does not prevent the reflux of blood from the catheter, which increases the risk of catheter obstruction. Additional information received from customer: please confirm how the fault was identified? A: through the team view; signaling the obstruction by the pump. Please confirm when the fault was identified? A: during brewing. Continuous infusion, 24 hours. Confirm the infusion system ¿ gravity or pump, infusion line height, patient entry point, infusion rate and pressure, infusion line configuration (other extensions or accessories), etc.? A: continuous infusion pump. Equipo pump. Confirm the make and model of the connecting product(s)? A: agile pump equipment, rotary and flow cut-off. Confirm if there is any visible damage to the system ¿ such as cracks, flashes, or piston deformation? A: do not see confirm which substance was being infused at the time of the event? A: tpn, sedation (fentanyl and saline).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.